Event description:
During a stenting treatment procedure, vessel dissection occurred. The 75% stenosed lesion being treated was located in the mildly tortuous and mildly calcificied, mid left anterior descending artery. The physician advanced a 2.5x10mm unspecified cutting balloon and inflated it to 6atms. Then, a 38mm x 3.00mm ion stent was deployed in the target lesion at 12atms and 18atms. The physician then observed a spiral dissection on the fluro. The physician treated the dissection by using an unknown balloon catheter for long balloon inflations and implanting a non-bsc stent. The patient did not have chest pains and the electrocardiogram was fine. The patient was referred for coronary artery bypass graft and the patient's current status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).